Event description:
A us distributor contacted zoll to report that a patient had a pre-existing draining surgical incision and the lifevest equipment rubbed against the area. There was no alleged device malfunction contributing to the irritation. The patient¿s doctor provided bandages for the skin incision. Follow up indicated that the skin incision healed.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.